Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in an unknown stage of treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a registered nurse that a saline bag inappropriately filled during recirculation. There was no patient involvement. No repairs were performed.